Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was exhibiting oversensing with noise. This lead has been successfully surgically abandoned with no adverse patient effects reported.